Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: remains in uterus / perforation (uterus)'), device breakage ('piece of coiled essure in the myometrium of her left cornua'), pregnancy with contraceptive device ('pregnancy (with complications)') and premature separation of placenta ('placenta abreva') in a (B)(6) year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2017, (B)(6) 2014, (B)(6) 2012). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition") and stress ("stress and high risk pregnancy") and was found to have a high risk pregnancy ("stress and high risk pregnancy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), endometrial atrophy ("very thin uterine lining"), haemorrhage ("blood loss") and post lumbar puncture syndrome ("spinal tap headache") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, mental disorder, high risk pregnancy, stress, premature separation of placenta, endometrial atrophy, haemorrhage and post lumbar puncture syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device breakage with essure. The reporter considered endometrial atrophy, haemorrhage, high risk pregnancy, mental disorder, post lumbar puncture syndrome, pregnancy with contraceptive device, premature separation of placenta, stress and uterine perforation to be related to essure. The reporter commented: there were a few pieces of the yellow endometrium that were unable to be removed. The essure device was put in the left side with four trailing coils, and then on the right side with six trailing coils. Using the myosure morcellator, we were able to remove the entire portion of what was presumed to be amniotic membrane as well as the vast majority of the yellowed calcified endometrium. There was concern that the myosure could potentially pull out the essure device, and therefore the procedure was terminated. On (B)(6) 2017, essure was imbedded in the myometrium it was felt safer not to remove it and it was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: coding correction:¿ correction due to discrepancy between coding action item and match point coder query ¿. Amendment: the report was also amended for the following reason: coding correction: event: stress and high risk pregnancy was coded to llt stress. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: remains in uterus / perforation (uterus)'), device breakage ('piece of coiled essure in the myometrium of her left cornua'), pregnancy with contraceptive device ('pregnancy (with complications)'), haemorrhage in pregnancy ('blood loss') and premature separation of placenta ('placenta abreva') in a 36-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2017, (B)(6) 2014, (B)(6) 2012). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition") and stress ("stress and high risk pregnancy. (High risk pregnancy was coded else where)") and was found to have a high risk pregnancy ("stress and high risk pregnancy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), endometrial atrophy ("very thin uterine lining") and post lumbar puncture syndrome ("spinal tap headache") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, haemorrhage in pregnancy, premature separation of placenta, mental disorder, high risk pregnancy, stress, endometrial atrophy and post lumbar puncture syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device breakage with essure. The reporter considered endometrial atrophy, haemorrhage in pregnancy, high risk pregnancy, mental disorder, post lumbar puncture syndrome, pregnancy with contraceptive device, premature separation of placenta, stress and uterine perforation to be related to essure. The reporter commented: there were a few pieces of the yellow endometrium that were unable to be removed. The essure device was put in the left side with four trailing coils, and then on the right side with six trailing coils. Using the myosure morcellator, we were able to remove the entire portion of what was presumed to be amniotic membrane as well as the vast majority of the yellowed calcified endometrium. There was concern that the myosure could potentially pull out the essure device, and therefore the procedure was terminated. On (B)(6) 2017, essure was imbedded in the myometrium it was felt safer not to remove it and it was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction: event: stress coded separately & event hemorrhage was updated to hemorrhage in pregnancy. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: remains in uterus / perforation (uterus)'), device breakage ('piece of coiled essure in the myometrium of her left cornua'), pregnancy with contraceptive device ('pregnancy (with complications)'), haemorrhage in pregnancy ('blood loss') and premature separation of placenta ('placenta abreva') in a 36-year-old female patient who had essure (batch no. C18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2017, (B)(6) 2014, (B)(6) 2012). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced mental disorder ("psychological or psychiatric problems condition") and stress ("stress and high risk pregnancy. (High risk pregnancy was coded else where)") and was found to have a high risk pregnancy ("stress and high risk pregnancy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), premature separation of placenta (seriousness criterion medically significant), endometrial atrophy ("very thin uterine lining") and post lumbar puncture syndrome ("spinal tap headache") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy on (B)(6) 2017). Essure was removed. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, haemorrhage in pregnancy, premature separation of placenta, mental disorder, high risk pregnancy, stress, endometrial atrophy and post lumbar puncture syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2017. The reporter provided no causality assessment for device breakage with essure. The reporter considered endometrial atrophy, haemorrhage in pregnancy, high risk pregnancy, mental disorder, post lumbar puncture syndrome, pregnancy with contraceptive device, premature separation of placenta, stress and uterine perforation to be related to essure. The reporter commented: there were a few pieces of the yellow endometrium that were unable to be removed. The essure device was put in the left side with four trailing coils, and then on the right side with six trailing coils. Using the myosure morcellator, we were able to remove the entire portion of what was presumed to be amniotic membrane as well as the vast majority of the yellowed calcified endometrium. There was concern that the myosure could potentially pull out the essure device, and therefore the procedure was terminated. On (B)(6) 2017, essure was imbedded in the myometrium it was felt safer not to remove it and it was left in place. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.